Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2020-may-28 regarding a patient receiving morphine (0.31022mg/day at an unknown concentration) via an implanted infusion pump. It was reported that there was a catheter blockage in the spinal segment. Diagnostics were performed by the healthcare provider (hcp) in the clinic without the representative present. It was noted that the patient had shown signs of drug therapy pain relief becoming inconsistent and lacking. The catheter was revised and the issue was considered resolved. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The patient's status at the time of report was alive - no injury and no further complications were reported or anticipated.